Event description:
Complainant alleged that while attempting to defibrillate a pt, during an elective cardioversion, the device failed to charge. Complainant indicated that the clinic obtained another device co continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.